Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. Performed pairing test and unit passed. Performed share log review and signal loss confirmed on issue date.the reported event of loss of connection was confirmed. The root cause of the signal loss could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon feb 13 18:10:24 est 2017 with MFR# (B)(4). The ack3 was received on mon feb 13 18:10:24 est 2017 with coreid: (B)(4).